Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3888-33, lot# j0343897v, implanted: (B)(6) 2003, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for radicular pain syndrome (radiculopathies). It was reported that the patient¿s implantable neurostimulator (ins) was explanted because it caused the patient so much pain in 2012, she had scar tissue that was growing and more scar tissue where the lead was placed that was bothering her. The patient also reported that in 2013, her left side was protruding where the ins used to be and there was a bubble on top of the site where fluids were collecting. It was noted that the patient¿s ankles were ¿so big¿ and she was miserable. Lastly, the patient noted that after the ins was removed, it helped her a little bit but there was still scar tissue. There were no reports of device issues or allegations. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer regarding the patient indicated that the lead wire and the implant battery embedded in the patient¿s flesh and the device caused a lot of pain. The sales representative that worked with the patient told them to buy bigger clothes. It was noted that the patient ¿had to sue them now¿ because of how they were treated. The patient believed that the implant was on their bladder because they were experiencing bladder issues and they have since gotten worse. The patient ¿couldn¿t hold water¿ and was not leaking but had no control. The patient's weight went from (B)(6). No further patient complications have been reported as a result of this event.

Event description:
Additional information received from a consumer regarding the patient indicated that the lead wire and the implant battery embedded in the patient¿s flesh and the device caused a lot of pain. The sales representative that worked with the patient told them to buy bigger clothes. It was noted that the patient ¿had to sue them now¿ because of how they were treated. The patient believed that the implant was on their bladder because they were experiencing bladder issues and they have since gotten worse. The patient ¿couldn¿t hold water¿ and was not leaking but had no control. No further patient complications have been reported as a result of this event.

Event description:
Additional information was received from a patient on 2017-jun-02. The patient stated that their implant was removed but they still have pain even though it is removed. The patient would follow up with their primary care physician to address their pain. No further complications were reported.